Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that neurosurgeon reported that the patient was experiencing some balance issues. Imaging showed peri-lead edema. Ne urosurgeon was not overly concerned with peri-lead edema and was confident that prescribed steroid therapy would be effective in resolving. The symptoms did not resolve so the neurosurgeon suspected a potential infection. He decided to bring patient into or for cranial inspection. In his view, even though there was no puss noting obvious infection, he thought tissue was suspect; hence, he decided to be safe and remove all implants. He took a culture at the cranial site and it resulted in a gram negative pathogen that is very rare. Issue is considered resolved.